Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device got the falling damage before the unspecified procedure. At the incoming inspection for the repair, the service department of olympus (B)(4). Checked the subject device and found the camera cable was kinked and damaged which was the phenomenon the user has reported. (B)(4) found that the image of the subject device was striped and was not displayed due to those failures. It was also found the optics decentering which might have occurred due to the deformed adapter of the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated, however the subject device was returned to olympus europe se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and a thing which the camera cable of the subject device was kinked, omsc surmised there was the possibility this phenomenon was attributed to the camera cable break due to applying the unexpected stress with the user handling. If additional information becomes available, this report will be supplemented.